Event description:
During an in-clinic follow-up, increased pacing impedance and increased capture threshold were detected on the right atrial (ra) lead. The suspected cause of the event was due to tissue at the lead-tissue interface. The device was reprogrammed to resolve the event. The patient was stable.